Event description:
The clinicians were performing a therapeutic lithotripsy on a pt using a lithotripter and an alliance inflation device. The physician caught the 1.5 cm stone in the lithotripter basket and attempted to crush the stone, but it would not crush. The clinicians heard a click, and then observed that the alliance handle was fully closed and the thumb ring on the lithotripter was crushed. In addition, the retrieval basket handle had broken off and the basket was unable to be retrieved from the pt's common bile duct (cbd). The lithotripter was removed from the patent, and the doctor cut the outer metal catheter to allow removal of the device basket from the pt's cbd. The clinicians then grasped one of the basket wires with a pair of forceps, and successfully shook the stone free of the basket and removed the basket from the pt's cbd. The clinicians then obtained another device and successfully completed the pt procedure. The complainant reported that there was no adverse affects on the pt as a result of the reported malfunction.